Event description:
The health care provider (hcp) via a manufacturer representative reported that the physician's assistance (pa) interrogated the patient's device and it showed out of range impedances. They conducted a secondary lead check and identified that lead 2 was the issue. No environmental, external, or patient factors contributed to the issue. The hcp brought the patient back to the o.r. On (B)(6) 2016 to do a lead revision. The surgeon determined it was best to replace the entire system. The leads and implantable neurostimulator (ins) would be returned. The issue was resolved and the patient was alive with no injury.

Event description:
Additional information received from the manufacturer representative reported that they didn't have the device to send in.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that a lead was fractured. The patient had gone int o the clinic for a follow-up visit and the device showed out of range. The patient had been feeling great. A secondary lead check was performed that showed lead 3 was less than 4000 ohms, signifying a potential break in the circuit for lead 3. A kidney, ureter, and bladder (kub) x-ray was done and the issue was noted to be resolved. The hcp had decided to replace the lead at the time of the next battery change and the patient confirmed wanting to wait until the battery depleted. The patient was alive with no injury. No surgical intervention had taken place but one had been planned. It had not been scheduled yet. Relevant medical history included gastric stimulation and gastrointestinal/pelvic floor. No follow-up was required.